Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 24mm in diameter and 30mm in length. The left common iliac artery was 19mm in diameter and the right common iliac artery was 17mm in diameter. It was reported that the two year follow up CT scan revealed a distal type I endoleak coming from the left iliac limb. The physician implanted an endurant limb however, a small residual type ib endoleak remained. Then, the small space between the stent graft and native vessel was intentionally coil embolized and a final angiography was carried out confirming the type ib endoleak had resolved. The physician determined the cause of the endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.